Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer filed a medwatch report with the FDA and alleges the unit was supposed to come with elevated leg rests and did not allegedly causing swollen feet.